Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin home transmission with non-sustained right ventricular oversensing. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. The ICD was reprogrammed on (B)(6) 2020. The patient was asymptomatic to the event.